Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
The main device, the other relevant component includes: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Of note, only the pump was returned for analysis. Analysis of implantable pump serial (B)(4) did not reveal any anomalies. The returned pump passed all functional testing in the laboratory. (B)(4) are only applicable for the catheter. (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving fentanyl 254 1.5mcg/ml for a total dose of 601.3mcg/day, bupivacaine 20mg/ml for a total dose of 4.732mg/day, and clonidine 1000mcg/ml for a total dose of 236.6mcg/day via an implantable pump for spinal pain. It was reported the patient was experiencing withdrawal symptoms. There was no factors that may caused or contributed to the issue. The pump was interrogated in the clinic and the logs were read. The logs showed a low reservoir alarm occurred on (B)(6) 2017. Per healthcare professional (hcp), a fluoroscopy was performed in clinic on (B)(6) 2017. The hcp attempted to aspirate the catheter via the catheter access port (cap), but was unable to aspirate any drug. A catheter revision and a pump replacement was ordered. The patient was admitted to the hospital. The catheter was revised and the pump was replaced on (B)(6) 2017. It was noted that surgical intervention occurred. The pump will be returned for analysis. It was noted the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.